Event description:
It was reported the pt's device was in power on reset condition. It was stated the pt was in an auto accident on (B)(6) 2010, and had been unable to establish telemetry with their device since then. Troubleshooting was unsuccessful and pt's device battery was reportedly at "0%". Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.